Manufacturer narrative:
The instrument has not been returned for evaluation. The root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received. This complaint is being reported due to the following conclusion: during a da vinci surgical procedure, while using the endowrist one vessel sealer instrument, allegedly, the instrument would not seal completely. If the reported malfunction were to recur, it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci surgical procedure, it was observed that the endowrist one vessel sealer instrument was not sealing completely and had issues trying to control the bleeding. A second endowrist one vessel sealer instrument was used to control the bleeding. Intuitive surgical inc., (isi) has made several attempts to obtain additional information from the initial reporter however; to date, no additional details have been provided by the clinical sales representative regarding the sealing issue so it is unknown if the site received the appropriate beeps and/or error messages when the alleged sealing issue occurred. There was allegation that any fragment(s) from the instrument fell into the patient and/or that any patient harm, adverse outcome or injury occurred involving the reported instrument.